Event description:
During an in-clinic follow-up, during interrogation it was found to be nearing elective replacement indicator (eri) sooner than expected and premature battery depletion was alleged. A revision procedure was performed. The device was explanted and replaced to resolve the event. The patient is stable.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was end of life (eol) upon receipt and went to back up mode during analysis. A longevity calculation was performed and found battery depletion was premature based on device usage. Electrical testing revealed high current drain from the hybrid. An anomalous integrated circuit (ic) was found to be the cause of the current drain and premature battery depletion. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.